Manufacturer narrative:
Investigation results: our quality engineer inspected the representative samples submitted for evaluation. Bd received 15 18gx1.16in insyte autoguard devices from lot number 4312025. A visual observation and functional test revealed no damage or defects on the returned samples. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in your report. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.

Event description:
It was reported that bd insyte autog bc blood control feature did not work. Bd insyte autoguard bc IV catheters supposed to be blood control technology. 2 ivs from this lot have not been and bled everywhere, rednering an inability to also draw labs from the same stick. 10 jan. Please share the exact location of the leak (event 2). Leaking out of the back of the iagbc after insertion, failed blood control valve.